Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the surgery the patient was referring to was their implant surgery. It was reported that it was thought that the wires had migrated during the test, causing the error message. No resolution was achieved for the settings not available error and the battery blinking. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence. It was reported that the patient indicated the doctor was planning surgery, but the patient didn't have a date. Patient indicated they were waiting for an appointment. Patient reported the manufacturer representative thought the wires weren't connected. Contributing factors, troubleshooting, and actions/interventions regarding the reported events were unknown at the time of the report. It was reported that the issues were unresolved. Additional information was received. The patient was getting the not available, call your clinician error message on their controller. Patient also stated they had a problem with the battery and it was blinking. Patient also mentioned pain when going over pads. Contributing factors to the reported events were unknown. It was reported the patient turned their controller off and it took a while to turn back on, once it did they got the same error message and they were advised to call their healthcare provider. It was unknown if the issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the surgery the patient was referring to was their implant surgery. It was reported that it was thought that the wires had migrated during the test, causing the error message. No resolution was achieved for the settings not available error and the battery blinking. No further complications reported/anticipated.